Event description:
The 6 french stent sheath would not fit over the pusher. A 7 french stent kit was opened to use the sheath to disengage the stent from the pusher. No patient harm.what was the original intended procedure?patient with history of prostate cancer was undergoing a cystoscopy, bilateral retrograde pyelography, and transurethral resection of bladder tumor.device #1is this a laboratory device or laboratory test?no.